Event description:
During pt hemodialysis treatment a separation occurred on the fistula needle in use. Approx two hours into treatment the tubing separated from the hub of the needle resulting in estimated blood loss of 50cc. No pt injury is reported and no medical intervention was required. A new fistula needle was setup and treatment continued with no further problems.